Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Initially, the patient reported that the pacemaker was coming through the skin. However, the patient changed the story and stated that the pacemaker had moved. However, all available information indicates that as of this time, the allegations were not confirmed. The patient was brought into the clinic and the pocket was swollen but there were no signs of infection. There were no additional adverse patient effects reported. The rv lead was explanted.